Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was hospitalized with blood glucose level of 32 mmol/l due to partial insulin delivery due to an occlusion error. The pump was replaced to the patient. The pump can not be sent for investigation due to custom and legal issues in (B)(6).